Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during suctioning of a patient with a smiths medical portex® suctionpro 72¿ the blue plastic thumb control is noted to be occluding the suction port. It was reported that when the blue piece of the suction unit was pulled forward, it had occluded the suction outlet. There were no reported adverse patient effects.

Manufacturer narrative:
One suction catheter was returned for evaluation. Upon visual inspection, device found to be in good physical condition. The sample underwent functional testing by being submerged under water. No occlusion was noted, and catheter functioned as intended. This testing did not confirm the reported customer complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.